Event description:
The complainant reported that during preventative maintenance the automated impella controller (aic) exhibited controller failure. A loaner was shipped to the customer. No patient involvement.

Manufacturer narrative:
E4: the name of the initial reporter and occupation is unknown. The device was returned for evaluation. The root cause of the opm communication loss is unable to be determined due to inability to reproduce.